Event description:
A lead was returned to the manufacturer from a cremation center with no information. The lead was analyzed and subsequently tested out of specification. The patient died approximately eleven years after implant of the lead. A cause of death was requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the outer insulation had a cosmetic depression. Since this lead were returned from a cremation center that does not have patient death information and it has been over ten years since implant contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.